Manufacturer narrative:
Qc is run once a day, and was run before and after the event with acceptable results. The instrument is currently performing within qc specifications. The erroneous results were generated for the specific pt sample. While the fse was on site, nothing abnormal was found with the instrument. The fse performed a preventive maintenance (pm) to the instrument: the fse replaced a couple of hardware components and verified repair per established procedures. Results meet published performance specifications. As of 2008, there have been no additional reports of erroneous results from this lab. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Upon service visit in 2008, the customer stated to the field service engineer (fse) that erroneously low hemoglobin (hgb) and platelet (plt) results were generated by the coulter act 5diff autoloader hematology analyzer back on the event date. The initial hgb result was 8.7 g/dl and plt result was 213x10 to the 3rd power cells/ul. The original sample was retested on the next day and higher results were obtained for both analytes; hgb result was 11.9g/dl and plt result was 299x10 to the third power cells ul. A fresh sample gave higher results as well: hgb- 12.1g/dl. Plt- 324x10 to the 3rd power cells/ul. The erroneous results were reported out of the lab and subsequently corrected. There was no death, injury, and no treatment was administered as a result of this event.